Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered to air/water tube, air/water cylinder and distal end cover. The foreign material was unable to be identified and a definitive root cause could not be determined. There was no physical damage on the area where the foreign material remained. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instructions for use states the detection methods associated with the event in "IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention methods in "IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited a scope communication error (error e315). This was found at preparation for use. The intended diagnostic procedure was completed using a similar device without delay. There were no reports of patient harm.